Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt alleges via maude event report that eleven months post implant she underwent explant and alleges that the ventralex patch was causing a bowel perforation. No medical records have been provided. We have attempted to contact the pt with info provided on the maude event report, however, the contact info provided by the pt appears to be inaccurate for this pt. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Additionally, no sample has been returned for eval. This MDR includes all pt, event and device info davol has received to date. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The following was reported via maude event report (B)(4): it is alleged on (B)(6) 2012, the pt underwent implant of a bard/davol ventralex hernia patch to repair hernia. It was further alleged that almost one year later, on (B)(6) 2013 the pt underwent explant of the bard/davol ventralex hernia patch due to it causing a bowel perforation which had to be repaired.